Manufacturer narrative:
Device evaluated by manufacturer: the 38 x 4.00 promus premier select stent delivery system was returned for analysis; the following attributes were examined: stent: examination of the crimped stent via scope found evidence of damage with proximal struts lifted. The undamaged crimped stent od (outer diameter) was within max crimped stent profile measurement specification. Balloon: the balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple unreported kinks along several locations of the hypotube shaft as well as an unreported break approximately 32 cm distal to the distal end of the strain relief. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14oct2022. It was reported that stent damage occurred. A 38 x 4.00 promus premier select balloon expandable stent was selected to treat a 90% stenosed target lesion in a severely calcified right coronary artery. The stent strut became damaged while attempting to cross the lesion. The 38 x 4.00 promus premier select was removed from the patient. An alternative stent was used to complete the procedure. No patient harm resulted in relation to this event. It was further reported that resistance was encountered during advancement and the shaft broke while crossing the calcified and lesion with a significant bend. The 38 x 4.00 promus premier select was fully retrieved.